Event description:
It was reported that there was a failure with the eyhance intraocular lens (iol) cartridge mechanism during an injection procedure. During the procedure, the cartridge was in the eye, and when the injector was twisted, the cartridge tip either blew up or was ripped open due to the lens being pushed through. No further information was received.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d4: model number: unknown, as the serial number was not provided. Only provided as eyhance injector. Section d4: catalog number: unknown, as the serial number was not provided. Only provided as eyhance injector. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.